Event description:
Customer reported a low blood glucose of 37 mg/dl, treated with orange juice. Customer was calling in because of sensor alarms. Troubleshooting was performed and it was determined the sensor was bent. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. However, found cannula bent, unable to confirm if the customer received in said condition due to the customer returned opened and used.